Event description:
Percutaneous renal biopsy using boston scientific easy core biopsy system product lot 7709625 -. System is designed to automatically simultaneously fire inner stylet with notch for tissue and outer cutting sheath. With 2 separate needles from the same lot, the outer cutting sheath failed to deploy, and no tissue was obtained. In other words, when the needle was removed from the pt, the inner stylet was exposed and the notch for tissue was open, with the outer cutting sheath still in the pre-firing position. This required me to find 4 passes into the kidney which prodiced no tissue, and to prolong anesthesia time while another biopsy requires 2-3 passes with the needle, this biopsy required six.